Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. Customer experience an unexpected power loss of less than 7 days per the pump history records. The pump was connected to a test transmitter and monitored without any connection interruptions. All buttons function properly and no motor anomaly noted during test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarm or insulin flow blocked alarm noted during testing. However, confirmed the pump alarmed insulin flow blocked alarm on 01/24/2025 11:38:36.000 in the history files. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assemblies. However, moisture damage to motor assemblies and keypad trace were noted during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, corroded battery tube, corroded motor home switch. Customer experience an unexpected power loss of less than 7 days per the pump history records. No failed batt test or insulin flow blocked alarms noted during test. The pump was connected to a test transmitter and monitored without any connection interruptions. All buttons function properly and no motor anomaly noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with pump such as shorter battery life, failed battery test, loud rewind, insulin flow blocked alarm, stuck button alarm and also experienced shorter transmitter battery life, sensor updating alert, loss of communication between pump and transmitter, sensor glucose (sg) vs blood glucose (bg) and calibration required. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, mmt-7841zn, mmt-332a, mmt-7040a. Troubleshooting was not performed for any of the above mentioned customer's allegations. No harm requiring medical intervention was reported. Product return is expected for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-7841zn. No product return is required for mmt-332a. Product return is expected for mmt-7040a.